Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 07/09/2014 with the following findings: on investigation, the audio bolus button cover and plug are both missing from the pump; the internal button contact was exposed. Debris/contamination was observed on the internal components of the audio bolus button. Unrelated to the original complaint, the display was noted to be dim, faded and discolored. Adjustment of the contrast settings did not resolve the display issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.